Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a fusiform thoracic aortic aneurysm in zone 1. This required the common carotid arteries to be de-branched prior to the procedure. It was reported that the femoral iliac arteries were too thin to use as access; therefore, the physician used the ascending aorta approach. Another manufacturer's stent graft was implanted at the distal end of the aneurysm, followed by the talent stent graft which was implanted proximally. A type 1 endoleak was detected. The decision was made to implant talent thoracic cuff was implanted, the endoleak resolved. The physician's comment was that there was no other way to access aneurysm and this patient has kidney insufficiency, so it was not possible to confirm the status of the endoleak via contrast radiography. It was reported that at the 3 year follow up the aneurysm was 62 mm in diameter and there was a type I endoleak. The investigator assessment states that the event is not related to the product or the procedure. The physician is monitoring the patient. The physician commented that the CT showed the type ia endoleak. The patient has been monitored due to age. The cause of this event can be enlargement of the normal blood vessel from 40mm to 59mm, which is at the ascending part of the stent placement site. Therefore, this event could be attributed to the nature of the blood vessel in question and thus considered that neither the product nor the procedure is related to the event.